Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier instrument was slightly misaligned causing the instrument to not close the clip properly. No fragments fell inside the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure, and that the tips were misaligned on inspection. Nothing fell inside the patient. A new clip applier instrument was retrieved to complete the case.